Manufacturer narrative:
(B)(4). Results: (endoleak). (The cause of the unknown endoleak could not be determined). Conclusions: (the cause of the unknown endoleak could not be determined.).

Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of a greater than 5 cm abdominal aortic aneurysm approximately one month ago. Vessel morphology was reported as the aortic neck was 20-23 mm in diameter and 40-45 mm long. Vessel tortuosity and calcification were unremarkable. After the endurant bifurcated stent graft (ref MFR# 2953200-2011-01117) was placed, a suspected type iii endoleak, described as jetting, was seen right above the flow divider on the contralateral side of main body. Different image angles were made to try to determine the type of endoleak; a type I and type ii were ruled out. It may be a hole in the stent graft. The location of the leak was a hard place to intervene. An endurant cuff (ref MFR# 2953200-2011-01118) was implanted proximally, and an endurant limb (ref MFR# 2953200-2011-01119) as implanted up the contralateral side above the flow divider; the leak improved slightly but was still present. Two additional iliac limbs, another manufacturer's one on each side were then added to try to effectively move up the flow divider from the original flow divider of the endurant main body. The original leak was still present and the aaa and ima could be seen filling. No further intervention was performed. No additional clinical sequelae were reported and the patient is fine. Films for this case were reviewed internally. Review of returned films post-implant of the bifurcate stent graft showed a likely type IV jetting endoleak seen on the right side of the aortic body above the flow-divider. However, the possible type iii fabric could not be ruled out.